Event description:
It was reported that the tuftex over-the-wire catherer was inserted into the blood vessel through the sheath and thrombus removal was began, but the balloon was unable to deflate inside the vessel. An alternate device was used to complete the operation without any troubles. No injury was reported.

Manufacturer narrative:
The device was not returned for investigation as it was discarded. Therefore, the root cause of the reported issue could not be conclusively determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.